Manufacturer narrative:
Internal reference: (B)(4). Attempts to obtain patient information have been unsuccessful. Facility declined to provide patient information. No tests/laboratory data available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a therapeutic peripheral procedure, while passing through lesion, the image from the manufacturer's device disappeared. Additional information provided no damage was observed to the device prior to or after the procedure. The device was inserted into the patient's vasculature with no resistance reported. A second of the same make and model of the manufacturer's device was used to successfully complete the procedure. Visual, microscopic inspection, and image testing was performed on the returned device. The device tip was deformed, a pin hole was observed in the proximal fillet and adhesive material was determined to be missing. The device was connected to the lab imaging system resulting in a "fault detected" error message. The probable cause of the reported failure (lost image) is the hole in the proximal fillet that led to fluid ingress. The probable cause of the observed failure (missing adhesive) is likely due to an air bubble or void on the surface of the adhesive that opened during use. It could not be conclusively determined when the cause of the failure occurred. Strain, impact, and forces associated with use can affect the integrity of the device. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being reported because portions of the device were missing and it could not be concluded when the separation occurred. There is a potential for harm if the malfunction were to recur.